Manufacturer narrative:
Correction information: h6: coding changed, based on the investigation result. Evaluation summary: the cause is that the cable breaks, due to repeated use. The device has been repaired.

Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of a complaint which occurred in the united states stating "no video image" involving pentax medical video colonoscope, model ec-3890li, serial number (B)(4). The event was reported to occur in the operating room, before use. There was no report of death, serious injury or other significant/important medical event. The loaner endoscope was received by pentax medical for evaluation on 05-aug-2021. The loaner endoscope is awaiting further evaluation and disposition. Model ec-3890li and serial number (B)(4), has been routinely serviced at a pentax facility since the device was put into service. On 26-aug-2021, a device history record(DHR) review for model model ec-3890li, serial number (B)(4) was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured in the (B)(4) facility on 01-nov-2011 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 01-nov-2011.